Manufacturer narrative:
It was reported that a control syringe component broke at the plunger. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. The control syringe was returned for evaluation. Visual inspection identified that parts of the plunger was cracked and hanging off of the control syringe component. The damage to the plunger appears to have occurred from forcefully pushing the plunger. Due to the reported syringe break, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a control syringe component broke at the plunger.